Manufacturer narrative:
Batch review performed on 14-oct-2022 lot 146331: (B)(4) items manufactured and released on 23-jan-2015. Expiration date: 2019-dec-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with another similar reported case during the period of review. Clinical evaluation performed by medical affairs department: revision 6 years 9 months after the primary surgery in a 66 year old patient due to stem loosening. In the radiographic image provided, radiolucent lines and signs of stress shielding are visible. Aseptic loosening is a possible literature described adverse event after primary cementless hip arthroplasties and causes are often unknown. The reason of this failure cannot be determined

Event description:
Revision surgery performed at about at about 6 years 9 months after the primary surgery due to stem loosening. The surgery was completed successfully implanting a quadra-p cemented stem.